Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant the right ventricular (rv) lead had dislodged and pulled back into the atrium. At the lead revision procedure the physician tried to reuse the lead but the screw would not extend. The rv lead was then removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.